Event description:
A report was received that the patient was experiencing heart palpitations since getting her stimulator.

Manufacturer narrative:
Additional information was received that the physician did not believe that the palpitations were due to the stimulator. The patient has had palpitations for a long time now. No further course of action will be taken.

Event description:
A report was received that the patient was experiencing heart palpitations since getting her stimulator.

Manufacturer narrative:
Date of event: (B)(6) 2014. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing heart palpitations since getting her stimulator.